Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction injection was administered to address the bg. The customer was unable to finish troubleshooting with tandem technical support but was provided with information to reset the pump to resolve the issue.